Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Product performance information was also received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). The time of rrt in save to disk occurred on (B)(6) 2013 when device was at <(><<)>=2.62 volt. (B)(4).